Event description:
It was reported that the patient experiences pain when walking and lying down.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown stryker right knee. Additional information has been requested and if received will be provided in a supplemental report. Device evaluated by MFR: not returned to manufacturer.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding pain involving a unknown stryker knee was reported. The event was not confirmed. Conclusions: the exact cause of the event could not be determined due to insufficient information provided. Patient medical records would be needed to further evaluate the reported pain.

Event description:
It was reported that the patient experiences pain when walking and lying down.